Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic cardiac on (B)(6) 2019. The customer blood glucose level was 800 mg/dl at the time of hospitalization. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin drip. The insulin pump was on auto mode at the time of incident. Based on customer report customer does not allege pump was under delivering. Customer was unable to complete carelink upload. The customer declined to test the insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.